Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). After further investigation, baxter discovered that this report is a duplicate to (B)(4). Additional complaint information and evaluation results will be provided in a follow-up medwatch report for (B)(4).

Event description:
During service by baxter personnel, it was found that a colleague infusion pump experienced failure code 812:02, which interrupted delivery. There was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. After one hour, while infusing at 100ml/hr (milliliters/hour), the rate was changed to 83ml/hr. As soon as the start key was pressed, fc 812:02 occurred. No additional information is available. The user interface module master software version is currently unknown. After one hour, while infusing at 100ml/hr, the rate was changed to 83ml/hr. As soon as the start key was pressed, fc 812:02 occurred.